Manufacturer narrative:
Evaluation summary: the spider fx was returned for evaluation. The black proximal end of the capture wire was returned wrapped around itself separate from catheter and distal segment of the capture wire. Visual inspection: the spider fx capture wire was loaded inside the blue retrieval catheter. The filter was exposed outside the distal end of the retrieval catheter. The black proximal end of the capture wire was inspected. A 45 degree bend approximately 1cm from the snap location was observed. Ap proximately at 37 and 38cm two 45 degree bends were noted. Under microscope the black ptfe coating was sheared off at areas of the observed bending between 37 and 39cm. The distal portion of the capture wire was inspected and observed bends at 90, 93, 98, 139, and 175cm from the distal tip of the capture wire. At the area of each bend, the yellow-green ptfe was sheared off. The filter assembly showed traces of biological debris within the filter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a spiderfx device with a 6fr non-mdt sheath during treatment of a 200mm slightly calcified plaque chronic total occlusion (cto) lesion in the patient's mid right superficial femoral artery(sfa). The IFU was followed and the device was prepped without issue. The vessel was not pre-dilated. The physician successfully crossed the cto lesion with non-mdt wires. The physician then exchanged wires for spider, and two other non-mdt wires. Pre-dilation was carried out with a 4x200 pta balloon and upon removal of the spider wire, a kink occured just before the snap transition. Resistance was experienced when removing one of the non-mdt wires. Upon removal, the non-mdt wire snapped at the transition point, but it was removed without issue. The spider was removed intact with the provided removal catheter. Following this a non-mdt wire was advanced. A non-mdt stent was deployed and post dilation was performed. The physician was content with results of the procedure. No patient injury was reported.